Event description:
It was reported that; customer reported that during surgery during final screwing in the thread in the blocker broke. Customer had another blocker available on the spot and finished successfully the surgery, there was no delay or adverse consequences noted.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no breakage was observed on the blocker as stated in the event description. No manufacturing issues were discovered conclusion: a plausible root cause could not be conclusively determined as this issue was not reported and therefore is multi-factorial in nature.

Event description:
It was reported that; customer reported that during surgery during final screwing in the thread in the blocker broke. Customer had another blocker available on the spot and finished successfully the surgery, there was no delay or adverse consequences noted